Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, phrenic nerve response to pacing was lost while ablating the right superior pulmonary vein (rspv). Phrenic nerve palsy was still confirmed near the end of the procedure. No other information was received about this event, so it is unknown if the diaphragmatic function recovered prior to patient discharge.

Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmatic paralysis is a known possible adverse event for catheter ablation procedures disclosed in product labeling.

Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmatic paralysis is a known possible adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, phrenic nerve response to pacing was lost while ablating the right superior pulmonary vein (rspv). Phrenic nerve palsy was still confirmed near the end of the procedure. No other information was received about this event, so it is unknown if the diaphragmatic function recovered prior to patient discharge.